Event description:
Noise was reported on the lead causing inappropriate detection and shock therapy. The source of the noise is unk. All available info suggests that this lead remains implanted. This is all the info available at this time. Should add'l info become available this report will be updated.